Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead exhibited infection and pocket erosion. Reportedly, the ra and the previously capped rv lead were fractured. A revision was performed and the crt-d along with the ra, rv, lv, and the previously capped rv leads were explanted. There were no additional adverse patient effects reported. The previously capped rv lead will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Analysis showed that the lead tip appears to have been stretched or ripped apart. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead exhibited infection and pocket erosion. Reportedly, the ra and the previously capped rv lead were fractured. A revision was performed and the crt-d along with the ra, rv, lv, and the previously capped rv leads were explanted. There were no additional adverse patient effects reported. The previously capped rv lead will be returned.